Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the device in wrong position was not determined due to insufficient clinical details. The cause of the product damage was not determined since no product returned and insufficient clinical details provided.

Event description:
The complainant reported that during impella cp support, when the device was repositioned, the anti-contamination sheath was torn from the touhy-borst valve. The sheath was secured to the valve with tape to address the issue. The patient was subsequently escalated to impella 5.5 support for increased hemodynamic support; this escalation was reported to be unrelated to the reported event. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was reported to be available for return; however, at the time of this report, the device has not been returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.